Event description:
According to the literature source of the study performed between january 2009 and june 2022, a retrospective study aimed to establish the ¿best possible¿ outcomes for robotic bariatric surgery and compare these outcomes with established laparoscopic benchmarks. It was noted that the anastomotic technique was performed with a manual stapler. There were 9097 various robotic-assisted bariatric procedures performed, and complications included anastomotic leak, postoperative bleeding, and marginal ulcer. Intervention and patient outcomes are unknown. Other complications not related to the device were mobility disorder, small bowel obstruction/internal hernia, dysphagia/gastro-oesophageal reflux disease/stenosis, abdominal or osteo-articular pain, and deep-vein thrombosis/pulmonary embolism.

Manufacturer narrative:
Guillaume giudicelli , daniel gero , lind romulo, vasu chirumamilla, pouya iranmanesh, christopher k. Owen, wayne bauerle, amador garcia, lisa lucas, anne-sophie mehdorn, dhananjay pandey, abdullah almuttawa, francisco cabral, abhishek tiwari, virginia lambert, beniamino pascotto, celine de meyere, marouan yahyaoui, thomas haist, oliver scheffel, maud robert, frederiek nuytens, santiago azagra, lilian kow, arun prasad, carlos vaz, michel vix, vivek bindal, jan h. Beckmann, david soussi, ramon vilallonga, maher el chaar, erik b. Wilson, arif ahmad, andre teixeira, monika e. Hagen, christian toso, pierre-alain clavien2, milo puhan, marco bueter, and minoa k. Jung. Global benchmarks in primary robotic bariatric surgery redefine quality standards for roux-en-y gastric bypass and sleeve gastrectomy. British journal of surgery (2023). Https://doi.org/10.1093/bjs/znad374. Pages 1-9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.